Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in process.

Manufacturer narrative:
A field service representative (fsr) was dispatched to inspect the instrument. The fsr replaced a kinked silicon tubing (s2), removed air bubbles from the sample syringe, and slightly adjusted calibration factors. The fsr ran precision and quality controls, which passed. The instrument was operating within specifications. The customer reported that the issue had been corrected by service and no further assistance was required. The cell-dyn 1700 system operator's manual provides basic troubleshooting information for problem identification, isolation, and corrective action. Instructions for obtaining technical assistance are included as well. A review of complaints from (B)(4) 2011 did not identify an adverse trend related to this issue. Based on the investigation and event details, no product deficiency was identified with the cell-dyn 1700 instrument. The issue was resolved by replacing a kinked silicon tubing (s2), and removing air bubbles from the sample syringe during instrument service.

Event description:
A physician questioned a low hemoglobin result of 5 g/dl generated on the cell-dyn 1700 as the patient had previously generated a normal result of 12 g/dl. The customer stated qc was in range. No impact to patient management was reported.